Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt has been experiencing difficulties charging the ipg. The pt is without stimulation. The pt is also unable to initiate communication between the ipg and the pt programmer. The pt reported she has lost weight and has tried adding/decreasing space to no avail. In order to resolve the issue, a replacement charger was shipped to the pt. No add'l info has been obtained if the replacement resolved the pt's complaint.